Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the issue had been resolved itself. The device was functioning as intended, no further issues were identified, and the case was closed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es alarm was going off at the back of the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.